Manufacturer narrative:
It was reported that the ventilator had low o2 supply. No patient harm was reported. Philip's service engineer (se) inspected the device. The o2 regulator assembly was replaced and all tests passed.

Event description:
It was reported that the ventilator had low o2 supply. There was no patient harm reported. The event date was not specified, estimate used.